Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to an advisory issued on this model device. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.